Manufacturer narrative:
The device is currently being returned to the resmed design house located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed system fault messages (sf 133 and sf 101). There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs confirmed the occurrences of system faults 101, 133, and 147. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported system faults were due to contamination of the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. No patient injury was reported as a result of this incident. (B)(4).